Event description:
Reporter indicated that vns patient had passed away. Neurologist indicated that the patient experienced a >25% reduction in seizures with vns therapy. The patient was receiving vns therapy at the time of death. Neurologist indicated that the relationship between the vns therapy system and the cause of death was not related. The death certificate listed the immediate cause of death as ventricular arrhythmia, due to or as a consequence of seizure. The manner of death was listed as natural. An autopsy was not performed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.